Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. Two days after the event onset, the patient was hospitalized for peritonitis. That same day, the patient started treatment with intraperitoneal vancomycin 2 gram (frequency not reported) and ciprofloxacin 500 mg twice daily (route not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Four days after the event onset, the patient was discharged from the hospital. Also that same day, the patient had recovered from the peritonitis event. Nine days after the event onset, the vancomycin and ciprofloxacin were discontinued. No additional information is available.